Manufacturer narrative:
The manufacturer previously received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to a third-party service center for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor was replaced to address the issue. The devices flow sensor was sent for further testing at the manufacturer's investigation lab. They were unable to confirm a failure of the flow sensor. The flow sensor was installed on the trilogy evo stb and started therapy with a test lung. Pil ran therapy for approximately 1 hour and the flow sensor operates as expected.

Manufacturer narrative:
The manufacturer previously received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to a third-party service center for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor was replaced to address the issue.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.